Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that diagnostic testing on a patient's vns therapy system resulted in high lead impedance. Revision surgery is likely. Good faith attempts for additional information have been unsuccessful to date.